Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation and was unable to duplicate the communication error message. The fluoro function board, generator interface board, and high voltage regulator board were re-seated. The cd/dvd drive was replaced. The system is operating as intended.

Event description:
The customer reported a communication error message on the 9900 system. No patient injury was reported.